Event description:
It was reported that during a polycystic kidney resection procedure, the device alarmed during the procedure, a solid tone was heard. Changed to use another device to finish the procedure. There was no reported patient consequence and 1 device is being returned.